Manufacturer narrative:
The device was received for analysis; corrosion was noted within the motor, the bearings and other subassembly parts. The device required a total rebuild.

Event description:
A stryker micro sagittal saw was sent in for repair because it burnt up. It is not known if there was any pt involvement or any adverse consequence associated with the event. Several attempts for additional info and clarification regarding the event were unsuccessful.